Event description:
It was reported that during cardiopulmonary bypass surgery, the device began changing from ph status to alpha status on its own. This occurred frequently. Also, the section that flow is entered illuminates a black light and requests that info is entered into the system. If no info is entered, the user is not allowed to proceed to the next screen. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative replaced the interface cable and the system functioned as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.